Event description:
Pt received a sulzer inter-op acetabular system hemispherical porous shell with sealed screw holes. Pt's pre-op and post-op diagnosis was, "painful total hip arthroplasty on the left." Surgery was: "revision of loose acetabular component left hip."